Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, rear case assembly, left and right iui and membrane frame. Based on the findings, service determined that the probable cause of the reported issue was due to the mechanical failure of the bezel assembly. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 20nov2008 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device is broken/damaged. There was no patient involvement.